Event description:
It was reported that during a total abdominal hysterectomy, one device was articulated and fired. When opened, not all of the staples had formed and the knife did not cut at all. A second device was articulated and fired. There was difficulty opening the instrument after firing. Surgeon forced the instrument open, and again, not all the staples formed and the knife did not cut at all. A third instrument failed in the same manner and the procedure was completed using the traditional clamp, cut, tie technique. No patient consequence.